Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision of the patient's right hip on (B)(6) 2019. In providing imaging and details for a revision of the patient's right hip due to disassociation on (B)(6) 2019 ((B)(4)), the following notes were also provided: "my first operation revising to a stryker dual mobility after a failing constrained stryker hip...the constrained hip component was placed in (B)(6) 2018 after recurrent dislocation...I did not do the primary hip nor the constrained hip. As shown, the patient dislocated the uhmwpe with the locking ring intact from the bipolar component... I revised the acetabular component, improving the cup inclination and version. Because of her history of lumbar fusion, and considering that she failed a constrained component, I revised her to a dual mobility component and lengthen her leg by a few mm."